Event description:
Caller states the patient tested >8.0 inr on the coaguchek test system and 3.8 inr on a comparison lab. No action taken based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, test strip lot 480a-g4, exp 06/2008, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.